Manufacturer narrative:
(B)(4). Product not yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).

Event description:
Consumer complaint of about high blood results. Customer normal results are 110-125 mg/dl. Performed back to back blood tests with results of 210 and 211 mg/dl. Customer states he tested before he took insulin and it was 210 mg/dl, then waited 2 hours later and tested again and received a result of 210 mg/dl. Baed on parkes error grid analysis, the bias between the result in question (210) and the lowest normal result (110) is located in zone b/c. Last 5 results in memory are 128 mg/dl, 302 mg/dl, 124 mg/dl, 164 mg/dl and 175 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are 110-125mg/dl. Performed back to back blood tests with results of 210 and 211mg/dl. Customer states that he tested before he took insulin and it was 210mgd/l, then waited 2 hours later and tested again and received a result of 210mg/dl. Based on parkes error grid analysis, the bias between the result in question (210) and the lowest normal result (110) is located in zone b/c. Last 5 results in memory are 128mg/dl, 302mg/dl, 124mg/dl, 164mg/dl, and 175mg/dl. No adverse event reported.